Manufacturer narrative:
Pump received with critical pump error (open book) and unable to download due to moisture damage on the insulin electronic assembly. Unable to verify pump error alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple pump error. The customer's blood glucose value was 6.7 mmol/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.